Manufacturer narrative:
Insertion post fractured during placement of a dental implant. Implant could not be placed into the final position. No new implant implanted. Insertion post fractured at the pre-defined breaking point to prevent overloading during insertion. Dentist should have considered to use dense bone drill or tap if bone quality required this, according to IFU j8000.0134.

Event description:
Insertion post fractured during placement of a dental implant. Implant could not be placed into the final position. No new implant implanted.